Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD) there were high shock impedance measurements between 170 ohms and 200 ohms. Electromagnetic interference (emi) was identified by removing the unipolar electrocautery pad that was beside the patient. The shock impedance measurement within normal range at 65 ohms. The ICD device and the non-(B)(6) lead remain in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).